Event description:
Edwards received notification that a 75-year-old patient with a valve model 7300tfx27 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of five (5) years and eight (8) months due to calcific degeneration with thickened and hypomobile leaflets leading to severe stenosis (mean/peak gradient 10/18mmhg) and mild intraprosthetic insufficiency. Per medical records received, the patient started having symptoms nine (9) months before surgery and showing calcific degeneration of the valve on imaging. The patient presented with heart failure. A 26mm transcatheter valve was successfully implanted within the surgical device with perfect result. The patient was noted as to be discharged home.

Manufacturer narrative:
As per further information received, added information to section a4 and b7, updated sections b5, h6 (clinical code) and h6 (device code).

Manufacturer narrative:
Added information to section h6 (type of investigation updated section h6 (investigation findings) and h6 (investigations conclusion). A device history record (DHR) review was unable to be performed because the serial number of the valve is unknown. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a manufacturing non-conformance. Based on the information available, the most likely cause is patient factors, including a history of diabetes and dyslipidemia. There is no evidence to suggest an edwards manufacturing defect.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 75-year-old patient with a valve model 7300tfx27 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of five (5) years and eight (8) months due to degeneration leading to severe stenosis. A 26mm transcatheter heart valve was successfully implanted within the surgical device with perfect result.